Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Most recent onsite visit from field service engineer, where the field service engineer performed the digital microscope lensx replacement. The device was tested and meets specification as per service test procedure. Based on the available information, the root cause could not be determined conclusively. The replaced part is scheduled for return to be further investigated but has not yet arrived, therefore, the case is closed with the root case code "inconclusive - no sample returned". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system was unable to register with digital marker l, in unknown eye before refractive surgery. Additional information received as during field service engineer visit; the system repeatedly displayed a cross-check error message. On next days, the system working without issues and completed the case without any issues.